Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump indicated a data log corruption. There was no reported impact to customer's blood glucose. Customer declined to troubleshoot with tandem technical support or provide further information. Reportedly, the customer had an alternate pump available for insulin therapy.